Manufacturer narrative:
Concomitant medical products: 030459 endo gia r/or 60 4.8mm (lot#: t1j124x); egia60amt egia 60 artic med thick sulu (lot#: p1l0950s) .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a laparoscopic endoscopic excision of tail of the pancreas, while separating the pancreas, a whistling sound was heard and the first reload stopped advancing halfway and the deployed staples had poor formation. It was also noted that partial staples fell into the patient's cavity and was unable to be removed. A second reload was used, but the same issue occurred. A purple reload was then used, but the device did not fire. A competitor's device was used to resolve the issue. The multiple fake coins on the pancreas and replacing of devices led to more than 30 minutes prolonged operation time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic excision of tail of the pancreas, while separating the pancreas, a whistling sound was heard and the first reload stopped advancing halfway and the deployed staples had poor formation. It was also noted that partial staples fell into the patient's cavity and was unable to be removed. A second reload was used, but the same issue occurred. A purple reload was then used, but the device did not fire. A competitor's device was used to resolve the issue. The multiple closing of the pancreas and replacing of devices led to more than 30 minutes prolonged operation time.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the distal tip of the handle was damaged and the piece of the distal tip was missing. The instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. Functional testing of the instrument could not be performed due to the damage to the damaged distal tip. It was reported that the device initially fires, but failed to complete the firing cycle and the device did not fire. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device gave unexpected audible feedback of normal use. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue can occur was that the unit was mishandled until breakage of the distal tube tip and rack teeth during failed stapling. There is also a consideration for thick tissue mishandling. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.